Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error code. It was also indicated that the battery drawer was sticky, the main seal was broken, output connector nuts were loose, two case screw were contaminated, and the display wires were pinched and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code when turned on. The epg was returned for service and a requested test and calibration procedure. There was no patient involvement.